Event description:
A cell-dyn 4000 hemoglobin (hgb) result of 7.92 g/dl was reported on a pt. The sample was retested on a different cell-dyn 4000 yielding a hgb result of 11.9 g/dl. A corrected report was issued. No impact to pt management was reported.